Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. Sample was received opened from the original packaging and still attached to the nacl bottle. Two unopened samples received as well. Sample received was tested for leakage, sample failed the test on spike-tube joint. Two unopened samples were tested as well and they passed. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component. Concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#(B)(4) was initiated. H3 other text : see h.10

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, translated from german to english: unfortunately I have to report you, that we noticed leakage again . Because we did not fill the bag yet. The solution came out (at the back side of the integrated connector).

Manufacturer narrative:
(B)(4). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1011580, medical device expiration date: 2022-08-31, device manufacture date: 2019-03-30. Medical device lot #: 1011753, medical device expiration date: 2022-09-30, device manufacture date: 2019-03-17. " (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, translated: unfortunately I have to report you, that we noticed leakage again . Because we did not fill the bag yet. The solution came out (at the back side of the integrated connector).